Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg. (See common device name).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the endoscopic support specialist, the independent laboratory results and the device evaluation findings. As part of our investigation, an endoscopic support specialist (ess) was dispatched on december 13, 2018 to observe the user facility¿s reprocessing practices and provide training if necessary. The ess noted the following reprocessing deviations: during pre-cleaning in the procedure room, the reprocessing staff did not use a 5cc syringe to flush the elevator channel with detergent, water, and air as described in the IFU. The other pre-cleaning steps were performed correctly. The ess reported that during manual cleaning the suction step was not performed correctly by the reprocessing staff as the suction tubing was directly attached to the biopsy port instead of attaching the suction cleaning adaptor to the biopsy port and the suction tubing to the suction connector. The staff was unaware that the maj-1534 cleaning brush needed to be disinfected between uses. The facility¿s reprocessing staff did perform all the manual cleaning steps including suction and the flushing of the channels with an efp-250 and wall suction. The bw-412t brushes were used for the channels and a us endoscopy brush for the balloon channel. The facility uses detergent from eco lab. The ess reported that the eus scopes are reprocessed each morning and are run through the oer-pro with acecide twice after each use. Additionally, the facility uses the steris resi-test to check for bioburden after manual cleaning on all eus scopes. The scope was sent to an independent laboratory for microbial testing. The scope's instrument /suction channel was cultured and tested positive for the following organisms: staphylococcus epidermidis, staphylococcus aureus and staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. Further inspection found melted/charred marks on the distal end cover at the channel opening. The biopsy channel wall was noted to be torn at approximately 30cm from the distal end. The scope failed leak testing. Based on device evaluation findings, the cause of the reported positive culture could not be conclusively determined; however, based on the ess findings and the torn biopsy channel wall improper reprocessing and mishandling cannot be ruled out as contributory factors. The instruction manual for use provides warning statements in an effort to prevent cross contamination and equipment damage. ¿after using this instrument, reprocess and store it according to the instructions given in this manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿

Manufacturer narrative:
The device was returned to olympus and is pending microbial testing and a physical device evaluation. The scope will be sent to independent laboratory for microbial testing. The facility¿s last in-service with an olympus endoscopy support specialist (ess) was (B)(6), 2018. The minimum effective concentration of the disinfectant solution being checked prior to reprocessing a scope. As part of our investigation, on (B)(6) 2018 an olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices and provide training if necessary. The ess noted the following deviations: the staff did not use a 5cc syringe to flush the elevator channel with detergent, water, and air as described in the IFU, during manual cleaning the suction step was not performed correctly as the suction tubing was directly attached to the biopsy port, instead of attaching the suction cleaning adaptor to the biopsy port and the suction tubing to the suction connector. The staff was unaware that the maj-1534 cleaning brush needed to be disinfected. The ess reviewed the olympus recommendations for the suction step and disinfection of the brush with the user facility¿s reprocessing staff.

Event description:
Olympus was informed that a patient developed an (B)(6) infection after undergoing a biliary cannulation, sphincterotomy, with stent placement in bile duct (ercp) procedure using a gastrovideoscope. It was reported that the patient¿s blood tested positive on (B)(6) 2018. The patient¿s course of treatment is unknown. The patient was discharged home with family and home health services. Additionally, the user facility¿s clinical engineer reported that the scope was cultured on (B)(6) 2018 and tested negative for e. Coli; however, was sequestered when the patient tested positive. The scope was cultured again (B)(6) 2018 and tested (B)(6) for (B)(6). A follow ¿up culture was performed on (B)(6) 2018 and the scopes tested (B)(6) for (B)(6). The facility reports that scope was cleaned and disinfected prior to both samples being collected. The sampled sites include: seam between distal cap and distal end, elevator recess, and instrument channel. The samples were taken by members of the facility¿s infection prevention team and the ge clinical director under observation of an or educator to maintain sterile technique. The facility reported that the scope was cultured in accordance with FDA guidelines for duodenoscope sampling and culturing. With regards to reprocessing: the scope undergoes manual cleaning for gross decontamination, and then high level disinfection (hld) using an olympus oer pro automatic endoscope reprocessor with acecide-c. The user facility reports that scopes channel is constantly brushed. The facility¿s last in-service with an olympus endoscopy support specialist (ess) was (B)(6) 2018. The minimum effective concentration of the disinfectant solution being checked prior to reprocessing a scope.